Manufacturer narrative:
An event regarding pain and disease progression leading to revision surgery involving a unix baseplate component was reported. The event was not confirmed. A photograph of the baseplate was provided within an implant retrieval report that the hospital had completed. The baseplate is scratched but appears normal for an explanted device. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. The exact cause of the event could not be determined due to the limited information provided. Further information such as pre- and post-operative x-rays, operative reports and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Revision of unix due to pain and progression of medial compartment osteoarthritis. Possible infection and minimal ongrowth. Implants removed, no new prosthesis implanted until pathology results come back.

Manufacturer narrative:
Other devices listed in this report: catalog no, lot code, 4540-0308, unix uni knee tib bear insert cppgf01a s4510003l, unix ha femoral size 3 lft unk, 2029-5530-1; 5.5 cancellous bone screw 30mm 10253358my 2029-5540-1, 5.5; cancellous bone screw 40mm eotmha0030max. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. If additional information becomes available, it will be submitted in a supplemental report. Device not returned.

Event description:
Revision of unix due to pain and progression of medial compartment osteoarthritis. Possible infection and minimal ongrowth. Implants removed, no new prosthesis implanted until pathology results come back.